Event description:
During an angioplasty procedure of the pulmonary artery, a blloon leakage was noticed when the product was inflated with an indeflator. Pt and vessel info is unavailable. The balloon catheter was properly inspected and prepped prior to use. The product was advanced over the guidewire, to the lesion, without any difficulty. When the balloon leak was noticed, the physician removed the catheter from the pt. There is no info as to how the procedure was completed. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.